Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 120mm length thoracic dissection.  It was reported during the index procedure, during deployment of vamf3434c150te along the left subcalivan artery, the position looked good on angio however after the graft was deployed and opened, angiography revealed that the stent covered the left common carotid artery. The decision was made to convert to thoracotomy and left common carotid artery bypass was performed.  Per the physician post deployment of the stent, the stent jumped forward covering the left carotid artery. No additional clinical s equelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported inaccurate delivery was confirmed; however, the cause of the event could not be determined from the limited films available for review. Procedural angiogram videos showing the full deployment of the proximal valiant captivia was not available for a more thorough assessment of the event. Analysis of the returned films did not reveal any obvious anatomical characteristics that could explain the reported event. No stent graft integrity issues were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.